Event description:
The customer reported to olympus, during a therapeutic procedure the video system center displayed a scope communication error. The camera head cable is working ok with other processors. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further follow-up with the user, the device evaluation and the legal manufacturer's final investigation. Additional information was received from the user where the event occurred during preparation for use in a therapeutic procedure. There was a 15 minutes delay in completing the procedure. The procedure was completed with a similar device and no impact to patient was reported. Though a delay was reported patient was not involved when the event occurred, and patient was not sedated. There was no report of any medical intervention and no serious deterioration in the state of health of the patient. The device was evaluated where the reported event was confirmed. Error b30 is coming on monitor intermittently while moving the plug unit of camera head due to faulty receptacle unit and its cables (fpc board). The following non-reportable defects were also noted where the receptacle unit was found loose and its pins are also rusted. Dust was found inside the equipment. Tracks of flat cables were found rusted. And spacers on chassis were found broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 was displayed because communication with the scope became abnormal due to faulty receptacle unit and its cable. Approximately 15 minutes of delay was reported during preparation, but there was no health damage to patients. Olympus will continue to monitor field performance for this device.